Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for three patient samples when using the access 2 immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were not reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 2 of 2 reported by this customer. There were three patient samples tested over two separate dates. This MDR is for one patient sample tested on (B)(6) 2010.

Manufacturer narrative:
Samples were lithium heparin plasma centrifuged for 10 minutes at 6000. Samples were not a short draw or hemolyzed. Quality control (qc) was reported to be erratic prior to the event. The customer would repeat the qc and it would then be in specifications. Exact data was not supplied. A system check was performed on (B)(6) 2010, which failed. The unwashed %cv (coefficient of variation) was out of specifications high. It is not known if a passing system check was obtained prior the service visit. Note: the unwashed portion of the system check verifies the performance of the sample pipettor and the substrate system. On (B)(6) 2010, the field service engineer performed preventive maintenance. Verified repair per established procedures. All testing met specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. This MDR represents event 2 of 2 reported by this customer. The related MDR is 2122870-2011-03569.